Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer also reported that the insulin was squirting out during manual prime. The customer's blood glucose was 134 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture prior to the compromised force sensor system alarm. The customer stated that the drive support cap was sticking out. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, unexpected restart error test, rewind and displacement test. However, device alarmed prime during basic occlusion test due to slightly loose drive support disk. Device received with broken belt clip slot, broken battery tube threads and minor scratches on lcd window.